Event description:
Report received of unrequested bolus dose delivery. The pt was receiving morphine pain mgmt therapy. The customer could not recall the morphine concentration or the pump settings. The pt reported to the nurse, "the machine is infusing without me pressing the button". The nurse then saw the pump give an unrequested bolus dose of the morphine. The report source did not indicate a possible trigger for the unrequested doses. The nurse stopped the infusion and changed the pump. The pt did not experience any adverse effects. Though requested, there was no further info available.